Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A 45 degree right offset rasp handle (lot 62591842) was returned for evaluation. As returned, the frame is fractured where the rasp is held. A small fragment was returned with the device. Severe damage (impact strikes) is seen on the frame and strike plate. The damage has caused the formation of sharp burrs. Sem results: a small part of the rasp handle fracture was analyzed by scanning electron microscope (sem). The fracture surface was heavily damaged and it is suspected that the damage was a post fracture event. There were few areas of suspected fracture features on the surface and upon studying them closely, fine smear lines were observed and there were no real fracture features in those areas. The crack initiation site and the mode of fracture of the rasp handle part could not be determined due to post fracture damage of the surface. Eds semi-quantitative elemental analysis showed that the part was consistent with 17-4 ph stainless steel. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Report source, foreign ¿ events occurred in (B)(6).

Event description:
It was reported that during a hip procedure the rasp handle fractured. Intraoperative x-rays showed a foreign body within the patient. The piece was removed and corresponded completely to the defect of the rasp handle. Attempts have been made and additional information on the reported event is unavailable.